Manufacturer narrative:
The device was servied on-site by a baxter tech. A review of the battery history revealed the pump had 8 discharges below alarm threshold. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA, mdq-CAPA-132, opened to document and evaluate this issue.

Event description:
Reported an infusion pump with a failure code 570. It was not specified when the event was observed. No pt injjury or med intervention has been reported related to this device.